Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2017-mar-13 from a manufacturer¿s representative regarding a patient who was receiving gablofen [2000 mc g/ml] at a dose of 274.8 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the representative was notified on 2017-mar-10 of a catheter revision for (B)(6) 2017. It was indicated that the patient was diagnosed with a catheter migration that was confirmed via a computerized tomography (CT) scan. It was noted that in (B)(6) 2017 the patient wasn¿t getting good therapy. It was asked but unknown if this was considered a sudden or gradual change in therapy/symptoms. It was stated that the patient had dystonia and a deep brain stimulation (dbs) system. It was also noted that the patient had a recent catheter revision and now again; refer to manufacturer report 3004209178-2017-04015 for previous revision referenced. A lead revision was also mentioned; refer to manufacturer report 6000153-2016-00819. It was inquired if there were any other ways to anchor the catheter and catheter anchoring per indication for use was discussed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on (B)(6) 2017. It was reported that the representative was made aware of the revision from a hospital scheduler and that when they arrived on the day of the case both the family and physician reported the migration. It was noted that no confirmation was made as to why the catheter migrated and needed revision. It was indicated that the representative was unable to provide information regarding the resolution of the event and the weight of the patient at the time of the event. No further complications were reported.